Event description:
Dps rep, (B)(6) , states "it was reported that surgeon saw a patient in clinic for 3 month follow up from a c4-7 acdf and noticed one of the c6 screws backing out of the plate. Dr was going to follow the patient and watch the implant, but is not planning on revising at this point as the patient is not symptomatic. The original case date was on (B)(6) 2024. There were no patient outcome."

Manufacturer narrative:
Device was not returned to resolve surgical for inspection. Batch information remains unknown at this time. Multiple attempts were made to gather data from the rep as well as the hospital that had information on the patient.